Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported allegations of shortness of breath, stroke and heart attack. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, stroke and heart attack. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an control knob was missing, they observed a significant sized dent at the corner of the top enclosure and dried liquid spots on and under the top enclosure, on the right panel, on the blower housing between the blower outlet bello and iso port, and on/inside the blower motor. They observed potential dried liquid spots and corrosion on the bottom half of the pca. They observed dust-like contamination on the top enclosure, right panel, on the blower cap, on and inside the blower motor, on the sound abatement foam and in the bottom enclosure and lower base. They observed an unknown blackish contamination on the flip lid seal and in the water tank, dust-like contamination on the flip lid assembly, right side panel, on the dry box, in the bottom enclosure and lower base and they observed the anti-slip pads missing from the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 32 errors found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was unable to directly address the symptoms outlined in the complaint. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, stroke and heart attack. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.